Manufacturer narrative:
The reagent expiration date was provided as 31-dec-2019. The alarm trace did not provide an indication of an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Upon review of calibration data, calibration signals were lower than expected for the last calibration performed on 28-apr-2019. There were no calibration alarms. Quality controls were within range, so there was no indication of a reagent or instrument performance issue. Sample centrifugation time appeared to be too short and the centrifugation speed too high. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. An incorrect result was not reported outside of the laboratory. The sample was initially tested in a sample cup, resulting with a troponin t value of 54.12 ng/l. The same cup was repeated, resulting with a value of 4.18 ng/l. The primary tube of the sample was then repeated, resulting with a value of 4.46 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 345888.